Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Summary: received for analysis a paper lid and an empty winding former of product code 8706, lot hkr364. No suture or needle were returned for evaluation to determine the assignable cause of the performance breakage suture; therefore, the reported failure could not be evaluated. It could not be determined what may have caused the reported incident. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a CABG procedure in 2019 and the suture was used. During the procedure when tying the suture, it broke in the middle of suture, but not at the needle. The surgery was not delayed. There were no adverse patient consequences reported.